Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd instrument trocar would not arm. The safety shield would not activate.